Event description:
Clinic notes dated (B)(6) 2013 note that device diagnostics resulted in a high impedance reading (8170 ohms). The patient was sent for x-rays and referred for lead replacement. The patient underwent lead replacement surgery on (B)(6) 2013. Only the lead was replaced. An implant card was received which confirmed that only the lead was replaced and that the lead impedance was ok. The lead was returned for analysis. Analysis is underway, but has not been completed to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.